Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer changed the battery, but the issue persisted. The customer's blood glucose was 105 mg/dl. Troubleshooting was done. The customer stated that she had gone underwater and right back out. The customer received the alarm after going into the pool. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. The insulin pump was unable to perform the displacement test due to no button response. No button error alarm during testing. No moisture damage found on the electronics, motor, battery tube and vibrator assembly noted during visual inspection. The insulin pump was received with cracked reservoir tube lip, cracked battery tube threads, case cracked at the display window corner, minor scratched liquid crystal display window, scratched reservoir tube window, cracked belt clip slot, stained end cap sticker, case cracked at the reservoir tube window corner and reservoir tube window cracked.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.